Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) system experienced loss of atrial capture and exhibited high atrial lead impedance. An invasive procedure was performed and the atrial lead was replaced. The device was reimplanted.